Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Manufacturing and expiration date of the lead is not known. Concomitant product: 4068-45 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was stretched as the patient grew from an adolescent to an adult. The lead was removed and replaced. During the extraction of the rv lead, the patient experienced a perforation. The patient's chest was opened to repair the perforation. A new implantable pulse generator (ipg) system with epicardial leads was then implanted. No further patient complications have been reported as a result of this event.